Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 10atms. The number of inflations is unknown. The lesion being treated was a calcified and very tortuous, 90% stenotic lesion in the proximal lad. A terumo introducer sheath, a runthrough guide wire, and a runway guide catheter were also used in the procedure. No patient injuries or complications were reported.